Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional trek rx device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery (lad). Kissing balloon technique was performed at the first diagonal. A 2.5x20mm trek balloon dilatation catheter was advanced in the diagonal artery and ruptured during the first inflation at 18 atmospheres. A pericardial effusion was then noted. It was attempted to puncture and drain the leak, but did not resolve. An unspecified rx graftmaster was implanted to cover an arterial dissection in the proximal lad. The systolic pressure was 6 and increased to 14 during a span of 15 minutes with a compression image at the lad stent level. Then a dissection was observed in the proximal lad again. It is unknown if the rx graftmaster exacerbated the existing dissection. Hemodynamic condition became worse and ventricular fibrillation started. Several attempts were made to resuscitate the patient including administration of adrenalin but the patient died despite all attempts. An autopsy was not performed. Per the physician, the trek balloon caused or contributed to the pericardial effusion and death. No additional information was provided. Cine images were received and reviewed by a clinical specialist who identified thrombus in both the proximal lad and diagonal arteries. Additionally, partial recanalization of the diagonal artery was noted but the lad remained occluded.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of hypotension, perforation, thrombosis, ventricular fibrillation and death are listed in the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that selective coronary angiograms of the left show a tight, calcified, focal stenosis at the ostium of the left anterior descending (lad). Two wires are seen: in the mid lad and the mid-1st diagonal. Two balloon dilation catheters (bdc) are seen being inflated for kissing bdc. During bdc inflation of the diagonal, a rupture occurred at 18 atmospheres (atm) which is above the rated burst pressure (rbp). On the next contrast injection, free contrast can be seen in the pericardium. There appears to be a spiral dissection migrating down the diagonal. The graftmaster (gm) is seen positioned and expanded. Flow to the distal diagonal is seen. There appears to be some spasm in the lad distal to the site of where percutaneous transluminal coronary angioplasty (ptca) is being performed. Thrombus is seen in the proximal lad and proximal diagonal and at the distal margin of the graftmaster, thrombus is also noted. 10 minutes pass and multiple cine runs are documented without contrast. In those runs ventricular tachycardia is visualized. At this point the lad and diagonal are totally occluded. Multiple passes of what is likely a thrombectomy catheter are seen and partial recanalization of the diagonal is seen, but the lad remains occluded. There are additional non-contrast runs but no additional information can be determined. The trek ruptured at 4 atm above rbp. The graftmaster was able to be delivered and deployed sealing the perforation. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was provided: the covered stent reported was for a 2.8x16mm rx graftmaster. The rx graftmaster was used to treat a perforation, not a dissection. No additional information was provided.